Manufacturer narrative:
The customer¿s report that propofol infused faster than expected was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in no issues. Dimensional analysis was performed and the set was within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that a propofol drip (100 ml bottle) infused faster than expected. The infusion was started at 0156 am and the bp was 114/55. Three minutes later the bp was 57/30; the propofol and fentanyl infusions were paused, and the arterial line checked. Drips continued in the propofol drip chamber, and the tubing was clamped with approximately 50 ml infused. The patient was deeply sedated with a rass score of -4. The infusion set up was sequestered and the patient was closely monitored. A norepinephrine drip was started at 0215 on a new system. The patient¿s blood pressure returned to baseline at 0220, and he/she was able to respond to voice commands with a sedation rass score of -1. The fentanyl was resumed, and no other patient effects were reported. The facility biomed conducted an investigation of the pump after the event, and although requested, no other details were provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a propofol drip infused faster than expected. The patient was hypotensive 7 minutes after the event. There was no report of any other patient effects or lasting harm. No other details were provided.